Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, hyperglycemia and their associated symptoms.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and a low event on (B)(6) 2016. Patient's mother noticed that the continuous glucose monitoring (cgm) device was displaying a blood glucose (bg) value of 46mg/dl and rapidly dropping. The receiver alarm did not sound. Patient's mother found the patient passed out and saw that they had thrown up. Patient's mother administered cake gel. Patient's tongue was pushed out and patient's mother tried giving the patient juice, frosting and glucose 15. The glucose meter showed a bg value of 91mg/dl and then 95mg/dl. Patient was losing color and patient's mother called 911. Emergency medical technicians (emts) tested the patient's bg with a fingerstick and it read 85mg/dl. Patient's bg was tested with another fingerstick and it read 65mg/dl. At this point, the patient was no longer completely passed out. Patient was slurring in response to emt's questions and could not answer basic ones, like name and what day it was. The patient was administered oxygen and 22 grams of dextrose. The patient's bg was still dropping and additional fingersticks showed bg values of 63mg/dl and then 61mg/dl. The patient was then administered 20 carbs of apple juice, some cake gel/frosting, and some glucose 15. The patient's bg continued dropping and the emts waited 20 minutes, then tested the bg again which was at 81mg/dl. The emts took the patient to the hospital and after being driven there the patient was at 272mg/dl and threw up. The patient was not admitted to the hospital but was kept in the emergency room (ER) for 4.5 hours for observation. Patient had blood and urine tests performed. Parents checked the patient out of the ER against doctor's orders as they did not feel the patient's diabetic situation was addressed. Patient's mother spoke with their endocrinologist via telephone on (B)(6) 2016. Patient had blood work done on (B)(6) 2016 and saw the endocrinologist on (B)(6) 2016. At the time of contact, the patient was doing well after a couple of days of feeling sluggish and tired. Additionally, patient's mother tested the audio function of the receiver and it did not beep. No additional event or patient information was reported. The complaint device was returned for evaluation. The device passed both internal and external visual inspection. The receiver data log was reviewed and no errors related to the incident were found. However, the device failed the audio portion of the share receiver functional testing and the sound drop test. The device was also found to have high resistance across the speaker. The customer complaint was confirmed. The root cause was determined to defective speaker assembly.